Manufacturer narrative:
Additional information. After placing the device in the target lesion, the stent was partially released when the handle became detached from the shaft of the device and the stent could not be released any further. An attempt was made from retrograde approach to resheath the device part with a jr 4 guide catheter, which was not possible. The device part was pulled out of patient, the stent became dislodged and remained subcutaneous. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph of the handle and the angiographic material was reviewed. The photograph shows the handle of a pulsar 18 6/150 without device shaft. It appears that the device shaft has fractured inside the handle. The angiographic material shows a partially released stent being severely elongated in its distal portion, after successful implantation of two stents in the proximal to mid sfa. In the following, the physician attempts to withdraw both the stent system and the stent. Fragments of the stent remain inside the patients body, but the final angiographic result is good. Unfortunately, the angiographic material does not provide any further relevant information regarding the root cause for the complaint event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a mildly calcified total occlusion in the sfa. The lesion to be treated was pre-dilated. During procedure the shaft of the device fractured in two parts.

Manufacturer narrative:
After placing the device in the target lesion, the stent was partially released when the handle became detached from the shaft of the device and the stent could not be released any further. An attempt was made from retrograde approach to resheath the device part with a jr 4 guide catheter, which was not possible. The device part was pulled out of patient, the stent became dislodged and remained subcutaneous.